Event description:
Chemotherapy drug-taxol-infusion utilizing infusion pump. Nurse noticed fluid infusing too rapidly and turned pump off and fluid continued to infuse with the tubing in the pump with slide clamp in place. New infusion pump obtained-but drug infused 4-6 hours earlier than scheduled.